Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Worn components and corrosion were discovered throughout the device. Signs of third party work on the motor assembly and sagittal head were noted during failure analysis. This unauthorized modification of these components can lead to overheating. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service and that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.